Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with glucose values reported over 400 mg/dl despite a recent infusion set and supply change, and the user¿s freestyle libre 3+ sensor showed high glucose and sensor error alerts that led to a recommendation to replace the sensor and infusion components. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical support triage and user-directed troubleshooting with replacement of the infusion set and sensor to address potential sensor inaccuracy or delivery issue. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear due to the lack of confirmatory fingerstick testing and the presence of sensor errors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.